Event description:
According to the reporter: occurred during a laparoscopic total hysterectomy. The needle was placed in the right corner of the vaginal cuff. The needle remained in the cuff; the suture separated. The suture was removed from the port and the needle tip was removed from the patient's cuff. When the needle was removed, only 1/2 of the needle tip was present. Another suture was used and the cuff was closed using a running stitch with 2 throws backwards and locking. The suture was then cut. Vaginal re-exploration was performed to locate the missing needle tip; the surgeon was unable to identify it. Radiology was consulted and a c-arm was brought into the room which made obvious that the needle tip remained in the patient cavity. A laparotomy was performed and the vaginal cuff re-explored, but the needle was still not located. Another surgeon was brought in for consultation and located the needle free-floating in the abdomen in a lap sponge that was being used to pack away the bowels. Surgical time was extended 30 minutes or more due to the product problem. Patient status is alive, no injury.